Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal device change out procedure, insulation anomaly was observed on the lead. Lead was capped and replaced. Based on the diagnostic image provided to st. Jude medical, externalized conductors could not be determined.